Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No external ram crc error and unexpected restart alarm noted. All operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no off no power anomaly and lcd screen anomaly noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, minor scratches on the display window noted and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer's insulin pump alarmed with an unexpected restart error. The insulin pump had been dropped and the screen became faint. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the unexpected restart issue. The customer confirmed that a temp basal was not programmed before the alarm. The insulin pump was not stored or out-of-use for an extended period of time either. The alarm occurred shortly after inserting a new battery. The insulin pump was returned for analysis.